Event description:
It was reported that during retraction of the vascular stent system, a portion of the catheter detached and remained on the guidewire. The detached component was removed simultaneously with the guidewire. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system has been returned to the MFR for eval. The investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.